Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm for greater than 48 hours and sought emergency medical attention on (B)(6) 2026 for hyperglycemia, with reported blood glucose levels up to 400 mg/dl that did not respond to correction boluses delivered via the pod. Associated symptoms included thirst, increased urination, and fatigue. At the healthcare facility, patient received intravenous (IV) fluids, IV magnesium, and insulin injections and was released the same day. Patient reported automated delivery restriction alerts. The pod¿s pink slide was confirmed to have moved forward, and the cannula was reported as inserted and normal upon removal. No insulin leakage, redness, or swelling was reported; however, patient noted yellow discharge at the insertion site. Exact event onset timing is unavailable as it was not provided by the patient.